Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting a no delivery alarm and having issues with high blood glucose since last week. Customer's blood glucose was 471 mg/dl. Customer treated with a shot of (B)(4) units. Customer stated that she has a back-up plan. Customer had a no delivery alarm in the alarm history. Customer found that the cannula was not bent. Customer was advised to do a complete set change. Customer did not run the high pressure test because she was getting a no delivery alarm today and friday. Customer stated that the alarm was resolved by a complete set change.